Event description:
It was reported that patient presented to the hospital for non-device related chest pain. Upon reviewing egms, intermittent r-wave undersensing was observed. Programming changes were performed. Patient experienced mild dehydration and low potassium levels. Patient is scheduled for a clinic follow up in a month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the asymptomatic patient presented in clinic for follow-up with post-sensed t-wave oversensing on the ventricular channel. Recommended programming changes were made.